Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("following the implantation of the essure experienced severe and persistent pain/extreme pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil bent". The patient's past medical history included anxiety, cholecystectomy in 2007, nulli gravida and nickel sensitivity. Previously administered products included for an unreported indication: mirena from 2006 to 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 8 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), the first episode of back pain ("back pain") and pain ("pain daily"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods"), abdominal distension ("severe bloating"), nausea ("nausea"), night sweats ("night sweats"), dysgeusia ("metal taste in mouth") and paraesthesia ("tingling sensation"). In (B)(6) 2011, the patient experienced insomnia ("insomnia"), muscle spasms ("muscle spasms"), memory impairment ("forgetful/forgetfullness") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation/ inflammation all over"), the first episode of abdominal pain lower ("severe lower stomach pain"), the second episode of back pain ("severe lower back pain"), ill-defined disorder ("severe continues chronic illness"), pain in extremity ("hands pain/legs pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced teeth brittle ("soft teeth"). In (B)(6) 2015, the patient experienced white blood cell count increased ("high white cell count/high white blood cells") and vitamin b12 deficiency ("b12 deficiencies"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), urticaria ("hives"), malaise ("chronic sickness/ general feeling of sickness"), uterine leiomyoma ("fibroids"), anxiety ("anxiety worsened by the implant"), depression ("depression"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), breast pain ("breast pain"), macrocytosis ("large red blood cells/blood work came back with large red blood cells"), allergy to metals ("allergic to nickel (hives, itchy skin, chronic illness)hypersensitivity reaction to nickel (chest/upper back)"), panic attack ("panic attacks"), musculoskeletal pain ("shoulder pain"), blood pressure abnormal ("blood pressure due to stress"), temporomandibular joint syndrome ("tmj - stress") with stress, syncope ("fainting/ feeling faint"), heart rate increased ("rapid heartbeat") and hyperhidrosis ("sweaty palms and feet"). The patient was treated with carisoprodol (soma), alprazolam (xanax), hydrocodone, metoprolol and surgery (she underwent essure removal via hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, pain, inflammation, the last episode of abdominal pain lower, alopecia, menorrhagia, abdominal distension, urticaria, malaise, nausea, uterine leiomyoma, night sweats, dysgeusia, anxiety, paraesthesia, feeling abnormal, loss of libido, dyspareunia, fungal infection, breast pain, macrocytosis, white blood cell count increased, insomnia, muscle spasms, memory impairment, vitamin b12 deficiency, weight increased, teeth brittle, allergy to metals, ill-defined disorder, blood pressure abnormal, temporomandibular joint syndrome, syncope, heart rate increased and hyperhidrosis outcome was unknown and the depression, the last episode of back pain, panic attack, musculoskeletal pain, pain in extremity and headache had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, blood pressure abnormal, breast pain, depression, dizziness, dysgeusia, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, ill-defined disorder, inflammation, insomnia, loss of libido, macrocytosis, malaise, memory impairment, menorrhagia, muscle spasms, musculoskeletal pain, nausea, night sweats, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, syncope, teeth brittle, temporomandibular joint syndrome, urticaria, uterine leiomyoma, vitamin b12 deficiency, weight increased, white blood cell count increased, the first episode of abdominal pain lower, the first episode of back pain, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. Diagnostic results: (B)(6) 2011 hsg (hysterosalpingography) - performed four months later after essure procedure: everything was okay, that she could rely on essure. In (B)(6) 2011, hysterosalpingogram was done for essure confirmation. 2016: transvaginal ultrasound - normal . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibroids, menorrhagia, genital bleeding, abdominal bloating, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jun-2018: quality safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("following the implantation of the essure experienced severe and persistent pain/extreme pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil bent". The patient's past medical history included anxiety, cholecystectomy in 2007, nulli gravida and nickel sensitivity. Previously administered products included for an unreported indication: mirena from 2006 to 2011. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 8 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), the first episode of back pain ("back pain") and pain ("pain daily"). In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods"), abdominal distension ("severe bloating"), nausea ("nausea"), night sweats ("night sweats"), dysgeusia ("metal taste in mouth") and paraesthesia ("tingling sensation"). In (B)(6)2011, the patient experienced insomnia ("insomnia"), muscle spasms ("muscle spasms"), memory impairment ("forgetful/forgetfulness") and weight increased ("weight gain"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation/ inflammation all over"), the first episode of abdominal pain lower ("severe lower stomach pain"), the second episode of back pain ("severe lower back pain"), ill-defined disorder ("severe continues chronic illness"), pain in extremity ("hands pain/legs pain") and headache ("headaches"). In (B)(6)2012, the patient experienced teeth brittle ("soft teeth"). In (B)(6)2015, the patient experienced white blood cell count increased ("high white cell count/high white blood cells") and vitamin b12 deficiency ("b12 deficiencies"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), urticaria ("hives"), malaise ("chronic sickness/ general feeling of sickness"), uterine leiomyoma ("fibroids"), anxiety ("anxiety worsened by the implant"), depression ("depression"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), breast pain ("breast pain"), macrocytosis ("large red blood cells/blood work came back with large red blood cells"), allergy to metals ("allergic to nickel (hives, itchy skin, chronic illness)hypersensitivity reaction to nickel (chest/upper back)"), panic attack ("panic attacks"), musculoskeletal pain ("shoulder pain"), blood pressure abnormal ("blood pressure due to stress"), temporomandibular joint syndrome ("tmj - stress") with stress, syncope ("fainting/ feeling faint"), heart rate increased ("rapid heartbeat") and hyperhidrosis ("sweaty palms and feet"). The patient was treated with carisoprodol (soma), alprazolam (xanax), hydrocodone, metoprolol and surgery (she underwent essure removal via hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, pain, inflammation, the last episode of abdominal pain lower, alopecia, menorrhagia, abdominal distension, urticaria, malaise, nausea, uterine leiomyoma, night sweats, dysgeusia, anxiety, paraesthesia, feeling abnormal, loss of libido, dyspareunia, fungal infection, breast pain, macrocytosis, white blood cell count increased, insomnia, muscle spasms, memory impairment, vitamin b12 deficiency, weight increased, teeth brittle, allergy to metals, ill-defined disorder, blood pressure abnormal, temporomandibular joint syndrome, syncope, heart rate increased and hyperhidrosis outcome was unknown and the depression, the last episode of back pain, panic attack, musculoskeletal pain, pain in extremity and headache had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, blood pressure abnormal, breast pain, depression, dizziness, dysgeusia, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, ill-defined disorder, inflammation, insomnia, loss of libido, macrocytosis, malaise, memory impairment, menorrhagia, muscle spasms, musculoskeletal pain, nausea, night sweats, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, syncope, teeth brittle, temporomandibular joint syndrome, urticaria, uterine leiomyoma, vitamin b12 deficiency, weight increased, white blood cell count increased, the first episode of abdominal pain lower, the first episode of back pain, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. Diagnostic results: (B)(6)2011 hsg (hysterosalpingography) - performed four months later after essure procedure: everything was okay, that she could rely on essure. In (B)(6)2011, hysterosalpingogram was done for essure confirmation. 2016: transvaginal ultrasound - normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibroids, menorrhagia, genital bleeding, abdominal bloating, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("following the implantation of the essure experienced severe and persistent pain/extreme pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil bent". The patient's medical history included anxiety, cholecystectomy in 2007, nulli gravida and nickel sensitivity. Previously administered products included for an unreported indication: mirena from 2006 to 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), the first episode of back pain ("back pain") and pain ("pain daily"), 8 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("heavy periods"), abdominal distension ("severe bloating"), nausea ("nausea"), night sweats ("night sweats"), dysgeusia ("metal taste in mouth") and paraesthesia ("tingling sensation"). In (B)(6) 2011, the patient experienced insomnia ("insomnia"), muscle spasms ("muscle spasms") and memory impairment ("forgetful/forgetfulness") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation/ inflammation all over"), the first episode of abdominal pain lower ("severe lower stomach pain"), the second episode of back pain ("severe lower back pain"), ill-defined disorder ("severe continues chronic illness"), pain in extremity ("hands pain/legs pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced teeth brittle ("soft teeth"). In (B)(6) 2015, the patient was found to have white blood cell count increased ("high white cell count/high white blood cells") and experienced vitamin b12 deficiency ("b12 deficiencies"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("cramping"), alopecia ("hair loss"), urticaria ("hives"), malaise ("chronic sickness/ general feeling of sickness"), anxiety ("anxiety worsened by the implant"), depression ("depression"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), breast pain ("breast pain"), macrocytosis ("large red blood cells/blood work came back with large red blood cells"), allergy to metals ("allergic to nickel (hives, itchy skin, chronic illness)hypersensitivity reaction to nickel (chest/upper back)"), panic attack ("panic attacks"), musculoskeletal pain ("shoulder pain"), temporomandibular joint syndrome ("tmj - stress") with stress, syncope ("fainting/ feeling faint") and hyperhidrosis ("sweaty palms and feet") and was found to have uterine leiomyoma ("fibroids"), blood pressure abnormal ("blood pressure due to stress") and heart rate increased ("rapid heartbeat"). The patient was treated with alprazolam (xanax), carisoprodol (soma), hydrocodone, metoprolol and surgery (she underwent essure removal via hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, pain, inflammation, the last episode of abdominal pain lower, alopecia, menorrhagia, abdominal distension, urticaria, malaise, nausea, uterine leiomyoma, night sweats, dysgeusia, anxiety, paraesthesia, feeling abnormal, loss of libido, dyspareunia, fungal infection, breast pain, macrocytosis, white blood cell count increased, insomnia, muscle spasms, memory impairment, vitamin b12 deficiency, weight increased, teeth brittle, allergy to metals, ill-defined disorder, blood pressure abnormal, temporomandibular joint syndrome, syncope, heart rate increased and hyperhidrosis outcome was unknown and the depression, the last episode of back pain, panic attack, musculoskeletal pain, pain in extremity and headache had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, blood pressure abnormal, breast pain, depression, dizziness, dysgeusia, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, ill-defined disorder, inflammation, insomnia, loss of libido, macrocytosis, malaise, memory impairment, menorrhagia, muscle spasms, musculoskeletal pain, nausea, night sweats, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, syncope, teeth brittle, temporomandibular joint syndrome, urticaria, uterine leiomyoma, vitamin b12 deficiency, weight increased, white blood cell count increased, the first episode of abdominal pain lower, the first episode of back pain, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results: on (B)(6) 2011 hsg (hysterosalpingography) - performed four months later after essure procedure: everything was okay, that she could rely on essure. In (B)(6) 2011, hysterosalpingogram was done for essure confirmation. 2016: transvaginal ultrasound - normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fibroids, menorrhagia, genital bleeding, abdominal bloating, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("following the implantation of the essure experienced severe and persistent pain/extreme pain") in a (B)(6) female patient who had essure (batch no. 838566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil bent". In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2011, 8 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), back pain ("back pain") and pain ("pain daily"). In (B)(6) 2012, the patient experienced inflammation ("inflammation/ inflammation all over"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), alopecia ("hair loss"), menorrhagia ("heavy periods"), abdominal distension ("severe bloating"), urticaria ("hives"), malaise ("chronic sickness/ general feeling of sickness"), nausea ("nausea"), uterine leiomyoma ("fibroids"), night sweats ("night sweats"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety worsened by the implant"), depression ("depression"), paraesthesia ("tingling sensation"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), breast pain ("breast pain"), macrocytosis ("large red blood cells"), white blood cell count increased ("high white cell count/high white blood cells"), insomnia ("insomnia"), muscle spasms ("muscle spasms") and memory impairment ("forgetful/forgetfullness"). The patient was treated with surgery (she underwent essure removal via hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dizziness, pain, pelvic pain, inflammation, abdominal pain lower, alopecia, menorrhagia, abdominal distension, urticaria, malaise, nausea, uterine leiomyoma, night sweats, dysgeusia, anxiety, depression, paraesthesia, feeling abnormal, loss of libido, dyspareunia, fungal infection, breast pain, macrocytosis, white blood cell count increased, insomnia, muscle spasms and memory impairment outcome was unknown and the back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, depression, dizziness, dysgeusia, dyspareunia, feeling abnormal, fungal infection, genital haemorrhage, inflammation, insomnia, loss of libido, macrocytosis, malaise, memory impairment, menorrhagia, muscle spasms, nausea, night sweats, pain, paraesthesia, pelvic pain, urticaria, uterine leiomyoma and white blood cell count increased to be related to essure. Diagnostic results: (B)(6) 2011 hsg (hysterosalpingography) - performed four months later after essure procedure: everything was okay, that she could rely on essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added- following the implantation of the essure experienced severe and persistent pain/extreme pain, inflammation/ inflammation all over, cramping, heavy periods, hair loss, severe bloating, left coil bent, chronic sickness/ general feeling of sickness, fibroids, nausea, night sweats, metal taste in mouth, anxiety worsened by the implant, depression, tingling sensation, brain fog, loss of libido, painful intercourse, yeast infections, general feeling of sickness, breast pain, large red blood cells/ blood work came back with large red blood cells, high white cell count, insomnia, muscle spasms, forgetful, b12 deficiencies, weight gain, or soft teeth, severe lower stomach pain, severe lower back pain, allergic to nickel (hives, itchy skin, chronic illness), hypersensitivity reaction to nickel (chest/upper back), severe continues chronic illness, panic attacks, panic attacks, attacks, shoulder pain, hands pain, legs pain, pelvic pain, headaches, blood pressure due to stress, tmj ¿ stress, fainting/ feeling faint, rapid heartbeat, sweaty palms and feet. The event outcome of anxiety, depression and panic attacks was not recovered/not resolved. Historical conditions, treatment drugs and lab data added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.